Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturing dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of handle broken. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the basket handle broke during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the basket handle broke during the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
A visual evaluation found that the trapezoid basket was received with residue present on the device indicating use. The basket/wire assembly was detached and removed from the coil/ handle assembly. The basket wires were bent and the tip was intact. The pullwire of the wire basket assembly was kinked and bent. Additionally, the coil assembly was found to be kinked and buckled, and side car-rx pushback was measured to be approximately 29 mm. A black cap of unknown origin had been placed on the injection luer. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting cannula. The handle was extended and the handle cannula connection was exposed, revealing the distal end of the broken pullwire. The failed pullwire was broken at 27 mm from the distal end of the handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. A material review of the broken component found no anomalies and concluded that the pull-wire and basket tip met the specifications. Therefore, the most probable root cause cannot be determined. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.